Event description:
It was reported that the customer was receiving compromised force sensor system alarms. The customer's blood glucose was 230 mg/dl. Troubleshooting was done. The customer stated that the drive support cap was sticking out. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. However, an alarm was noted during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, cracked belt clip slot and cracked battery tube threads.